Manufacturer narrative:
Investigation summary: bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for difficult to pierce stopper with the incident lot was not observed, as no extra pressure was needed to be applied during the puncture of the stopper. Additionally, five (5) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to difficult to pierce stopper, as no extra pressure was needed to be applied during the puncture of the stoppers and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of difficult to pierce stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® serum/ cat plus blood collection tubes had a difficult to pierce stopper. The following information was provided by the initial reporter: "the found that the glue plug was very hard and not easy to penetrate when the red tube was punctured. "